Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a male patient coincident with dianeal ambuflex and dianeal ultrabag therapy for peritoneal dialysis (pd). Therapy was withdrawn. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient developed peritonitis and was hospitalized for the event on (B)(6) 2012. The cause of the peritonitis was unknown but the consumer stated the patient also had a blood infection. Treatment information was not reported. The patient was recovering from the event of peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was received. The nurse contacted baxter and confirmed that on (B)(6) 2012, the patient experienced peritonitis. The nurse also stated the patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was recovering from the event. Treatment was not reported. While the patient was hospitalized, pd therapy was stopped and the patient began hemodialysis. The cause of the peritonitis was unknown but the nurse confirmed that the patient had a staph infection in their blood. Per the nurse, the events were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11i07086 and h11h31070 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.